Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 2 of 3. The home patient (hp) stated the blue clamp on the unused line was open. A baxter technical service representative (tsr) advised the home patient (hp) to end therapy. The hp stated they would do a manual therapy later. The tsr assisted the hp to remove the cassette. There was patient involvement; however there was no patient injury or medical intervention.no additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.